Event description:
A customer in (B)(6) alleged the generation of discrepant exon20 insertion mutations for patient samples (tissue) tested with the cobas egfr mutation test v2 (lots g32996 and g05117) and other platforms. The discrepancies were noted to have been observed when the customer was performing a retrospective review. No harm or injury was indicated. Two mdrs will be filed, one for each kit lot used.

Manufacturer narrative:
Roche received complaints from customers reporting the generation of false mutation detected results for the exon 20 insertion (ex20ins) mutation when using the cobas® egfr mutation test v2. During in-house testing using customer-provided ffpet samples, an ex20ins false mutation detected result was reproduced for one out of 8 ffpet samples, which was processed following the validated sample preparation method from the instructions for use. Although the majority of cases reported were from users using ffpet samples, the generation of false mutation detected ex20ins results with plasma specimens was reported in one case. A false mutation detected ex20ins result could lead to harm under specific scenarios. Consignees will be notified of the issue with instruction to follow the instructions for use for sample input requirements. Additionally, if an ex20ins mutation detected result is generated with the cobas® egfr mutation test v2, customers must confirm the result with another method (e.g., sequencing or other pcr-based tests). (B)(4).